Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, specified as a yeast infection, "which was a form of peritonitis". The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. On an unreported date, the pd catheter was removed and patient was switched to hemodialysis for the "next six weeks". No additional information is available.